Event description:
It was reported that the device failed preventive maintenance and was not getting up to the correct temperature. There was no patient involvement.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found no defects. The functional test confirmed the device is not getting up to correct temperature. The root cause of temperature pots on printed circuit board (pcb) was out of calibration. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.